Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent partial deployment occurred. The 75% stenosed target lesion was located in the superior vena cava. A 12x40x75mm epic vascular stent was advanced for treatment. However, during deployment, the angle of the blood vessel at the part that entered the superior vena cava from the subclavian was steep upon approach to the left brachial vein and it was difficult to deploy. It was noticed that the distal end of the stent was slightly deployed. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.